Event description:
X-rays were reviewed on (B)(4) 2013. Review of the x-rays indicated the following: the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be not fully inserted into the generator connector block, as its tip was not visible at the right side of the connector block, and the rear part of the pin appeared to be closer than expected to the generator¿s angle. The electrodes appeared to be placed in normal arrangement. There was a strain relief bend and loop held by tie-downs, but they were not done as indicated by the labeling, as the length and angle of the bend were larger than indicated and the strain-relief loop was too close to the bend. Per cyberonics¿s labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Part of the lead was behind the generator. No acute angle or clear lead-breaks were found. A suspicious part which seemed an acute angle was initially observed at the level of the strain-relief bend, a few inches below the positive electrode (lateral view), but upon comparison of the ap and lateral neck views it appears that the sharp angle was due to the two-dimensional lateral view. Based on the x-rays images, the high lead impedance that was found upon programming history review is being caused by the aforementioned incomplete pin-insertion. Surgery will be scheduled.

Event description:
It was reported that a physician could not interrogate a patient's device anymore. X-rays were taken. It was later reported that the patient did not fall but had events with large movement of the upper body and torso. Review of programming history showed that the device was last interrogated on (B)(6) 2013. Normal mode and system diagnostics on this date indicated high impedance x-rays have not been received to date. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of the generator.

Manufacturer narrative:
Previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Previously submitted MDR indicated that the medical professional was the user; however, this should be the patient device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (B)(4) 2013 indicated that this patient underwent lead revision due to high impedance on (B)(6) 2013. Reconnecting the lead during surgery was not sufficient, and it was determined that there was probably a lead break. When the lead was changed, the impedance was fine. The explanted lead has not been returned.